Event description:
It was reported to medtronic minimed that the customer had experienced low blood glucose alert and received sensor updating alert, calibration not accepted alert and change sensor alert. The customer reported hypoglycemia, hemorrhage/bleeding treated with glucose/carb intake, no treatment. Customer experienced that the insulin delivery was suspended due to sensor glucose vs blood glucose difference. The blood glucose value was 117 mg/dl. The event involved product(s) mmt-332a, mmt-397a, mmt-1884, mmt-7040a. Troubleshooting was performed. The sensor glucose value that triggered the suspend on low event value was 60 mg/dl. The blood glucose value associated with the triggered suspended event was 117 mg/dl. The sensor glucose and blood glucose difference was not within the target range of glucose difference. Customer stated that was not taken medication such as acetaminophen, paracetamol or hydroxyurea. Customer reported blood at site. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.